Event description:
A report was received that the patient was experiencing drainage at the pocket site, a fever and elevated white blood count. The physician suspected that the patient has an infection related to the procedure and decided to explant the entire system. The patient was prescribed oral and IV antibiotics. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) & (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet; model # sc-4316, serial # (B)(4), description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.